Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device gave an "abnormal energy" message following shock delivery. Additionally, the amount of joules delivered to the test equipment was significantly lower than selected. When 200 joules was selected, only 59.1 was delivered. When 300 joules was selected, only 84.7 was delivered. Finally, when 360 joules was selected, only 111.7 was delivered. The reduction in defibrillation energy could delay, or prevent, adequate defibrillation from being delivered to a patient, if it were necessary.

Manufacturer narrative:
The customer declined the recommended device repair.  At the customer's request, physio then returned the device to the customer unrepaired.   The cause of the reported issue could not be determined.